Event description:
It was reported via clinic notes that the patient's seizure frequency has worsened in the last two months and vns was found to be not functioning properly, thus the patient has been referred for vns revision. Settings were checked and the patient's device has high impedance and low output current. Information was received that the patient underwent a full revision. The patient's replacement surgery facility is a facility that is known to discard products after surgery and is a no return site. The explanted products have not been received into analysis to date. No additional relevant information has been received to date.